Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead was found to have elevated threshold measurements and low amplitude measurements. Lead dislodgement was suspected. This lead was successfully repositioned. The physician suspected that the unstable threshold and amplitude measurements were because the lead was caught in the heart's tribiculae. The lead remains in service. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.